Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The disposable cartridge was not available for evaluation. The exact cause of the balance chamber pressure alarm cannot be determined. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this reported closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred during a routine hemodialysis treatment. The operator decided not to troubleshoot the alarm and ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.